Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that on (B)(6) 2015, during prime for a therapeutic plasma exchange(tpe), they received alarms regarding a pressure sensor. The alarms were not able to be resolved during troubleshooting. A service order was placed to have the machine serviced on the morning of (B)(6) 2015. The patient did not receive treatment on (B)(6) 2015, and was rescheduled for treatment on (B)(6) 2015, but did not receive treatment on (B)(6) 2015 and passed away. The cause of the patient death and the relationship to the device is unknown atthis time. The customer declined to provide patient information and other procedural details about this event.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the request for service was dispatched for (B)(6) 2015. There were no service representatives available at the time. On (B)(6) 2015 service was completed on the device. An autotest and saline run was successfully performed during machine service. Root cause: there was no procedure performed on the device, nor was the patient connected to the device. The root cause of the device not being serviced on (B)(6) 2015 is temporary unavailability of service personnel until (B)(6) 2015.

Manufacturer narrative:
Investigation: a full machine checkout was performed by a terumo bct service technician. An internal report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no problems identified related to the reported condition. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in evaluation codes and additional MFR narrative. Investigation: per the risk assessment performed by terumo bct, the patient was hospitalized at the time the tpe procedure was scheduled. Due to the fact that the patient was not connected to spectra optia, it is clear the system failure was not the proximate cause of death. Additionally, the spectra optia is regulated under product code lkn, centrifuge-type therapeutic apheresis devices. Centrifuge-type therapeutic apheresis devices are designed to separate plasma or blood components from whole blood, for the purposes of depletion or exchange of these components or plasma. The spectra optia is not registered or classified as a medical device that is implantable, life-saving, or life-sustaining per section 614 of fdasia amending section 519(f) of the fdc act. For this case terumo bct has no information about the patient's clinical indication for tpe or clinical condition other than the patient having a history of vasculitis, which is a generic description of a range of pathologies, some of which are treated by tpe. Terumo bct was unable to obtain information about the patient's indication for tpe, basic clinical condition, or cause of death.